Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and delamination in the diaphragm valve. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identify delamination and opening striated in the posterior side.based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure. - a striated edge opening on posterior side assessed as surgical damage. Additional, changed, and/or corrected data: h3 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.